Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to replace the pump and continue using the current pump as backup therapy. Technical support confirmed the shipping address and provided instructions for returning the problematic pump with a prepaid label, which the customer acknowledged and understood.